Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had bolus anomaly. Customer stated he gave himself bolus but did not receive any alerts or alarms. His insulin pump was not on vibrate. Customer's blood glucose was 69 mg/dl. Displacement test passed. Advised the customer to monitor the insulin pump. No further information provided.